Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / sharp pain in pelvic area / left and right side, constant ache most days') in an adult female patient who had essure (batch no. 641436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bowel obstruction, knee operation and blood pressure high. Previously administered products included for birth control: birth control pill from 2008 to 2009. Concurrent conditions included asthma since (B)(6) 2017, arthritis since 2016 and menorrhagia. Concomitant products included aluminium hydroxide; dimethicone; magnesium hydroxide (myloxan) since 2006 for arthritis, amlodipine besilate (norvasc) since (B)(6) 2009 for blood pressure high as well as fluticasone furoate; vilanterol trifenatate (breo ellipta) since 2017, meloxicam since 2013, nebivolol hydrochloride (bystolic) from 2016 to 2017, salbutamol sulfate (proair hfa) since 2017 and umeclidinium bromide (incruse ellipta) since 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines"). In 2010, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal distension ("bloating"), hypoaesthesia ("abdominal numbness"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("other injury(ies) or complication (s) please describe: uterine fibroids"). The patient was treated with paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vaginal discharge had resolved, the abdominal distension, hypoaesthesia, migraine, fatigue and uterine leiomyoma outcome was unknown and the weight increased had not resolved. The reporter considered abdominal distension, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 237 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 104.308 kgs. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound scan - on an unknown date: fibroids. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / sharp pain in pelvic area / lect and right side, constant ache most days') in an adult female patient who had essure (batch no. 641436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bowel obstruction, knee operation and blood pressure high. Previously administered products included for birth control: birth control pill from 2008 to 2009. Concurrent conditions included asthma since march 2017, arthritis since 2016 and menorrhagia. Concomitant products included aluminium hydroxide;dimeticone;magnesium hydroxide (myloxan) since 2006 for arthritis, amlodipine besilate (norvasc) since 9-sep-2009 for blood pressure high as well as fluticasone furoate;vilanterol trifenatate (breo ellipta) since 2017, meloxicam since 2013, nebivolol hydrochloride (bystolic) from 2016 to 2017, salbutamol sulfate (proair hfa) since 2017 and umeclidinium bromide (incruse ellipta) since 2017. In 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2009, the patient had essure inserted. In july 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines"). In 2010, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal distension ("bloating"), hypoaesthesia ("abdominal numbness"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe:uterine fibroids"). The patient was treated with paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vaginal discharge had resolved, the abdominal distension, hypoaesthesia, migraine, fatigue and uterine leiomyoma outcome was unknown and the weight increased had not resolved. The reporter considered abdominal distension, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 237 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 104.308 kgs. Hysterosalpingogram - on 04-dec-2009: total bilateral occlusion. Ultrasound scan - on an unknown date: fibroids.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, uterine leiomyoma. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs and mr received: lot number was added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, weight gain, uterine fibroids were added. New historical and concomitant conditions were added. New concomitant drugs were added. Lab data were added. New reporters were added. Outcome of previously reported events pelvic area pain, headaches were reported as recovered. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('this essure device fragments on removal') and pelvic pain ('pain / sharp pain in pelvic area / lect and right side, constant ache most days') in an adult female patient who had essure (batch no. 641436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bowel obstruction, knee operation and blood pressure high. Previously administered products included for birth control: birth control pill from 2008 to 2009. Concurrent conditions included asthma since (B)(6) 2017, arthritis since 2016, menorrhagia, pain abdominal, chronic cervicitis and paratubal cyst. Concomitant products included aluminium hydroxide;dimeticone;magnesium hydroxide (myloxan) since 2006 for arthritis, amlodipine besilate (norvasc) since (B)(6) 2009 for blood pressure high as well as fluticasone furoate;vilanterol trifenatate (breo ellipta) since 2017, meloxicam since 2013, nebivolol hydrochloride (bystolic) from 2016 to 2017, salbutamol sulfate (proair hfa) since 2017 and umeclidinium bromide (incruse ellipta) since 2017. In 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines"). In 2010, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), hypoaesthesia ("abdominal numbness"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe:uterine fibroids"). The patient was treated with paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and total abdominal hysterectomy, bilateral salpingectomy/hysterectomy(full)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, abdominal distension, hypoaesthesia, migraine, fatigue and uterine leiomyoma outcome was unknown, the pelvic pain, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the weight increased had not resolved. The reporter considered abdominal distension, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 237 lbs. This essure device fragments on removal, with individual pieces measuring 0.6, 0.8, 2.0, 7.2 and 15.0 cm, after unraveling. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 104.308 kgs. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound scan - on an unknown date: fibroids. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, uterine leiomyoma. Lot number:641436 manufacture date: 2009-05 expiration date: 2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('this essure device fragments on removal') and pelvic pain ('pain / sharp pain in pelvic area / lect and right side, constant ache most days') in an adult female patient who had essure (batch no. 641436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bowel obstruction, knee operation and blood pressure high. Previously administered products included for birth control: birth control pill from 2008 to 2009. Concurrent conditions included asthma since (B)(6) 2017, arthritis since 2016, menorrhagia, pain abdominal, chronic cervicitis and paratubal cyst. Concomitant products included aluminium hydroxide;dimeticone;magnesium hydroxide (myloxan) since 2006 for arthritis, amlodipine besilate (norvasc) since (B)(6) 2009 for blood pressure high as well as fluticasone furoate;vilanterol trifenatate (breo ellipta) since 2017, meloxicam since 2013, nebivolol hydrochloride (bystolic) from 2016 to 2017, salbutamol sulfate (proair hfa) since 2017 and umeclidinium bromide (incruse ellipta) since 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines"). In 2010, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), hypoaesthesia ("abdominal numbness"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("other injury(ies) or complication (s) please describe:uterine fibroids"). The patient was treated with paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, abdominal distension, hypoaesthesia, migraine, fatigue and uterine leiomyoma outcome was unknown, the pelvic pain, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the weight increased had not resolved. The reporter considered abdominal distension, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 237 lbs. This essure device fragments on removal, with individual pieces measuring 0.6, 0.8, 2.0, 7.2 and 15.0 cm, after unraveling. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 104.308 kgs. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound scan - on an unknown date: fibroids. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record received. Event per mr: "this essure device fragments on removal" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches") and hypoaesthesia ("abdominal numbness"). The patient was treated with surgery (she had surgery to remove the essure on (B)(6) 2017). Essure was removed on(B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, headache and hypoaesthesia outcome was unknown. The reporter considered abdominal distension, headache, hypoaesthesia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.